Event description:
It was reported that the patient had their device replaced on (B)(6) 2015. The new device was working great and the patient was doing fine. The previous device was not returned to the manufacturer.

Event description:
It was reported the patient¿s stimulator was not working at the time of the call and the patient stated it had something to do with the leads as well. The patient stated their stimulation had been cutting in and out for a couple months. At the time of the call they were not feeling stimulation in their legs. When the problem began two months prior, they were met by their manufacturer representative who unsuccessfully could not reprogram the device. At the appointment it was also noted that an elective replacement indicator (eri) message had been displayed. The patient has also had multiple appointments with their health care provider (hcp) with no resolution but has follow-up appointments on (B)(6) 2015 and (B)(6) 2015. The patient was scheduled for replacement on (B)(6) 2015. No patient outcome was provided however additional information has been requested and if received a follow up report will be sent.

Event description:
It was reported that the patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. An appointment date of (B)(6) 2015 was noted as well as the replacement date of (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger. (B)(4).